Manufacturer narrative:
(B)(4). Cuvette lot number not provided. Method: (instrument). Result: reported customer complaint was not confirmed through instrument eval. Itc has requested all data required for form 3500a.

Event description:
Pt self-tester reports results lower than reference with the protime microcoagulation system. Protime generated 1.2 inr and repeat test was 1.4 inr. On the same day, reference laboratory result was 2.2 inr. Pt's therapeutic range: 2.0-2.5 inr. No adverse event(s) reported.